Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient is vomiting upon waking up and has to throw up mucus before eating to be able to hold food down, lethargic, headaches, chest pain, patient states that the filter was dark, patient states there were particles in the hose. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-06286. This report was submitted as a duplicate report of the previously submitted report.